Event description:
It was reported that, "vial of liquid was broken at time package was received."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.